Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook double lumen wire guided billroth ii sphincterotome. The sphincterotome did not orientate correctly [incorrect cutting wire orientation]. The physician removed the device and used another sphincterotome to complete the procedure. There was no harm to the pt, no additional procedures or intervention required due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the DHR could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the handle is manipulated with the catheter in a coiled position. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled, as this may result in damage to sphincterotome and render it inoperable." Prior to distribution, all double lumen wire guided billroth ii sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. Corrective action is not warranted as this time based on quality engineering risk assessment . Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.